Event description:
Note: this report pertains to the second of three rx needle knife xl used in the same procedure. It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum in front of the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when the handle was actuated, it was observed that the physician could not extend the needle as the device had no needle. Afterwards, it was noticed that the pull wire in the handle was broken. A second rx needle knife xl was used; however, there was no needle when the handle was actuated and the pull wire in the handle was broken. A third rx needle knife xl was used and was also reported to be "broken". The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the second complaint device outside the patient was provided by the customer and shows the pull wire in the handle was broken and kinked.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).